Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but [#] photos were provided for investigation. The photos were reviewed and the indicated failure mode for a printing defect was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h. 10.

Event description:
It was reported that bd vacutainer® k2e 5.4mg plus blood collection tubes were more or less out of print. Verbatim: "the second sampler had only taken the sample based on the color of the cap, but the results were correct, compared to previous results. We noticed at the beginning of week 19 and about half of the pack of one hundred tubes were more or less out of print. The defective tubes did not have time to affect the patient's outcome. Because the sampler had noticed during sampling that there was no line indicating the amount of sample in the tube.¿